Event description:
Medtronic received information that one month post implant of this annuloplasty ring, this ring was explanted and replaced with a medtronic bioprosthetic mitral valve when some of the patient's native chordae tendineae had ruptured, causing the patient to be symptomatic; there was no complaint against the ring's performance. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Based on the event description, the failed repair is likely due to the patient¿s native anatomy.

Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device will not be returned for analysis. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.